Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to received information from our distributor, the pressure transducer test failed during pre-use check and replacement of the air gas module was recommended to the healthcare facility. Information about the current status of the ventilator has not been provided. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The reported issue was confirmed in provided device logs. Our conclusion is that the air gas module was the cause of the failure.

Event description:
The manufacturer's reference #: (B)(4).